Event description:
It was reported to philips that, during a preventive maintenance for the philips hemo system, the onsite field service engineer (fse) went to disconnect the 230 volts power plug from the ac/dc adapter (power supply front end box) and in that moment of disconnecting there was a short flame observed. The device was not in clinical use at the time of the event.